Event description:
Prior to the patient entering the operating room suite, the pulsivac plus wound debridement system device began functioning without anyone touching it on the sterile field table. The device was inspected in a sterile manner. It appeared the trigger became depressed in the on position. When the patient was being draped and the device connected to suction and infusion fluids, the test run by the certified surgical technologist revealed the device was not functioning properly. The device was replaced without being used on a patient. Reference #: 00-5150-482-00/ lot 76548827/ exp: 04/22/2027.